Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by the customer. The scope was used during a bronchoscopy procedure. The scope had a black screen show up during the procedure. During the initial introduction of the scope, it blacked out like a short. No one was harmed. The surgeon removed the scope, switched to another scope, and completed the procedure. The procedure was a simple bronchoscopy, and the delay was only 1 to 2 minutes due to the fact that the customer reported always having a backup scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be definitively determined, however, it is likely that there was water leakage into the device due to customer handling, resulting in electronic component damage. The event can be detected/prevented by following the instructions for use sections below: ¿·inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii bronchovideoscope displayed no picture at all. The display screen was black. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty plug unit. During the device evaluation, the following issues were discovered: a leak from the instrument channel; the distal sheath was chipped with lifting and scratches; the bending section was crushed; the charge-coupled device was shrunk, and the tube was cut; and the insertion tube had multiple dents and a failed ring gauge. The investigation is ongoing, and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.